Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone data not available cloud - omnipod 5 software app version data not available cloud - smartphone operating system data not available cloud - smartphone hardware data not available cloud - cgm sensor type data not available *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (arm) while wearing the device between 37 and 48 hours. Symptoms include pain, itching, swelling and a fever. The patient was taken to the emergency room and was prescribed clindamycin to take for 7 days. The patient also had blood glucose levels raise to 18.6 mmol/l (334.8 mg/dl) during the event. A new pod was placed to treat high bgs. The pod worn during the ER visit was removed and discarded during the visit.